Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient who had a surgery with expedium 5,5 mm two years ago, have had a surgery due to a one rod broken in low back. It was necessary a surgery to take out the part of the rod broken, a screw and a connector.

Manufacturer narrative:
Additional narrative: the viper2 cocr straight rod (product code: 1967-89-480, lot number: tbhzi), expedium ti 7.5x65mm polyaxial screw (product code: 1797-12-065, lot number: apdcwf), and 5.5 ti iliac 20mm open connector assembly (product code: 1797-97-020, lot number: tbhrm) were not returned to the complaints handling unit (chu). While it was initially identified that these devices were available, three requests for their return were made without the sample or a tracking number being returned. As 42 days have passed without either being received, the status of the sample has been updated to ¿none.¿ a review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Without the return of the device in question we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.